Event description:
(B)(4). It was reported that the patient was admitted with acute heart failure exacerbation. During day 2 of the hospitalization, the patient sustained cardiac arrest and resuscitation was established after 8 minutes. The patient was placed on hypothermia treatment due to persistent coma. Four days post arrest, the patient developed bullous lesions. The lesions were found on the patient's skin under the arcticgel cooling pads on the left thigh and left torso.

Manufacturer narrative:
This complaint was originally received and considered to be not reportable based on the following information; patient developed blistering under the cooling pads which were treated with vaseline and gauze. New information received per dr. Wang's case study identifies that this case of a post arrest patient who developed bullous lesions was believed to be due to scald burns from commercial tms use. At the time of the original complaint the arcticgel pads were received for evaluation. A visual inspection of the pads was performed. No visible damage was observed; however, the pads were observed to be folded in on themselves and wrapped up in a bag. The data provided by the clinician showed no abnormalities with the device or pads, but due to the condition of the pads, no flow testing could be performed. The instructions for use states: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient's skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. "Number 7 states: "when finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." (B)(4). Case study "bullous lesions after use of a commercial therapeutic hypothermia temperature management system: a possible burn injury" in therapeutic hypothermia and temperature management, volume 0, number 0, 2013 by dr. Wang.